Event description:
Customer reported she was experiencing high blood glucose in the 400 mg/dl range. Customer denied troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.